Manufacturer narrative:
One used d1000 tego connector was returned. Although requested the involved set-up/mating devices were not returned. Visual inspection (pre and post decontamination) recorded no visual abnormalities, damages. Functional testing to the applicable product specifications recorded no leakages, failures and or performance issues. Additional testing was performed utilizing a in-house 10ml luer lock syringe and the returned tego connector. The syringe was filled with water and connected to the tego, water was flushed through the tego and the 10ml luer lock syringe removed. The d1000 tego was than air pressure leak tested a second time. The results again recorded no leakages and or performance issues. Engineering testing and analysis of the returned d1000 tego recorded no out of spec conditions, no functional and or performance issues. Although the exact causes of the event is unknown, the investigation results document the cause was not attributable to the tego connector.

Event description:
Int'l. (B)(6) complaint received reporting air in the lines with use of unspecified dialysis / catheter, blood line set-up and d1000 tego connectors.. The initial information received reports. "A problem occurred during disconnection after first dialysis. Air came into the catheter after the bloodline was disconnected. The connector was replaced." There were no reported adverse patient consequences. Additional event/device usage information although requested has not been responded to.